Event description:
The patient was successfully implanted with a 16mm amplatzer vascular plug (avp). Six months post-implant, the patient had a CT scan to verify the subclavian artery had completely embolized; however, the artery was still feeding the aneurysm. The case was resolved by placing coils in the aneurysmal sac. The avp remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.